Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal actions related to the complaint was found during the review. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and a medical device entrapment with excessive manipulation occurred. It was reported that when the physician tried to pull the catheter out of the right atrium and back in re-positioning it, the physician accidentally twisted it around so much that it was hard to pull the catheter out of the patient. The catheter was retracted after considerable manipulation which resulted in the catheter sustaining unspecified damage. The physician considered the manipulation as "excessive". The damage did not result in wires being exposed and no lifted or sharp rings. The issue was found directly at the distal part. The catheter was not pre-shaped. An abbott medical femoral sheath (8f) (fast cath) was used during the procedure. The procedure was completed without mapping and the procedure was delayed by 15 minutes. The issue was resolved by changing the catheter to another one. The procedure was completed without patient's consequence. The issue of medical device entrapment with excessive manipulation was assessed as a reportable issue.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation on (B)(6) 2019 and it was noted that the shaft was bent in several places starting approximately 18 cm, 20 cm, 20.7 cm, 21.8 cm, 24.5 cm, 49.5 cm from distal end of the tip dome. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Investigation summary it was reported that a patient underwent an atrial flutter right (r-afl) procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and a medical device entrapment with excessive manipulation occurred. It was reported that when the physician tried to pull the catheter out of the right atrium and back in re-positioning it, the physician accidentally twisted it around so much that it was hard to pull the catheter out of the patient. The catheter was retracted after considerable manipulation which resulted in the catheter sustaining unspecified damage. The physician considered the manipulation as "excessive". The damage did not result in wires being exposed and no lifted or sharp rings. The issue was found directly at the distal part. The catheter was not pre-shaped. An abbott medical femoral sheath (8f) (fast cath) was used during the procedure. The device was inspected, and the catheter shaft was observed bent in several places. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed, and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the damage on shaft cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure since the physician twisted the device hard. Manufacturer's reference # (B)(4).